Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure image in the octagon disappeared was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disappeared, air water nozzle had corrosion and nozzle exhibited foreign object. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image in the octagon disappeared due to damaged image unit. Additionally, air water nozzle had corrosion and foreign object cause could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.